Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient no longer had the bladder ins. The patient reported the reason it was explanted was because it was not working and also it was causing pain. The patient mentioned before they were implanted, they were under the impression the device would help with bladder pain. The health care physician (hcp) told them the device would help with urgency and frequency. They implanted the device and after that they told the hcp it was not doing anything for their bladder pain. The hcp said that the hcp was hoping it would help with their bladder pain but explained the device was mainly for urgency and frequency. The device was then removed in 2013-2014. The patient believed all the components were taken out. There were no further complications reported/anticipated.